Manufacturer narrative:
The instrument was returned and evaluated. The instrument was checked for recognition on an in-house is3000 system by engineering. The is3000 system successfully recognized instrument, showing 5 uses left. The pogo pins do not stick and are not contaminated. The dallas chip programmer (dcp) verification of the instrument passed. The recognition issue could not be replicated. Additional observation not reported by the site is tube damage. The distal end of the main tube has various scratch marks with light material removal. Scratches are .080 - .150 in length and are not aligned with the tube axis. Evidence was not conclusive, but damage may have been caused by mishandling /misuse. No other damage was found. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. Based on this, no additional follow up is required. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the handpiece would not register with the system when attempting to dock the arm. Multiple attempts were made to insert the prograsp forceps instrument, however, there was no system recognition. The intended procedure was completed successfully. No patient harm, adverse outcome or injury was reported.